Event description:
It was reported that this right ventricular lead had rising and varying thresholds. A morphology change was noted when output was increased and capture was achieved. A technical services consultant noted oversensed noise and discussed that the lead may have dislodged. The lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).